Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The patient files showed at least 11 applications were performed with balloon catheter without any issue on the date of the event. In conclusion, the reported death and clinical issues for sepsis, stroke, and atrio-esophageal fistula could not be confirmed through analysis of the data files. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three weeks post-operatively to a successful cryo ablation procedure, the patient presented to the emergency department with symptoms of sepsis. An atrio-esophageal fistula was discovered and surgical intervention took place in an attempt to repair it. The patient also had a stroke that was seen on a computerized tomography (CT) shortly after hospital admission. The patient was hospitalized for an extended period of time. Two weeks after the initial sepsis and fistula onset, the patient passed away. It was deemed that the atrio-esophageal fistula was the cause of death.